Manufacturer narrative:
Device eval summary: device eval of electrode belt sn (B)(4) has been completed. Upon evaluation the electrode belt failed incoming functionality testing. The cause for the failure was isolated to a strained trunk cable. The trunk cable was cut, damaging the blue (can l) and green (+3.3v) wires and causing a short. The root cause for the cut cable could not be positively identified but was likely physical abuse. No adverse event resulted from the defective electrode belt. The last pt to use this electrode belt did not report any deficiences.

Event description:
A review of service data detected a reportable problem. During servicing, electrode belt sn (B)(4) failed incoming functionality testing. The last pt to use this electrode belt did not report any deficiencies.